Manufacturer narrative:
Checking manufacturing records for lot #'s 20at4v1 and 1800447 showed no pre-existing anomalies found on the component manufactured with these lot #'s.

Event description:
Shoulder smr revision surgery performed on (B)(6) 2022, due to loosening. Components explanted: smr humeral extension + 9 mm, commercial code #135215001 - lot #1800447 - ster. #1800062. Smr reverse liner +6 mm, commercial code #136050820 - lot #20at4v1 - ster. #2100128. Previous revision surgery - (B)(6) 2021. Patient - female. Birth date - (B)(6) 1947. Event happened in u.s.

Manufacturer narrative:
Checking manufacturing records for lot #'s 20at4v1 and 1800447 showed no pre-existing anomalies found on the component manufactured with these lot #'s. The items involved were not available to be returned to limacorporate for further analysis. No additional details were available on this post-operative issue, specifically no pre-operative or post-operative x-rays related to the revision surgery were available. Based on the information received, we are not able to further investigate the root cause of the event. However, considering that; check of the manufacturing charts highlighted no anomalies on the components manufactured with the involved lot #'s. Patient has a history of left shoulder rotator cuff arthropathy. We can suppose that the event was not product related. Pms data according to limacorporate pms data, revision rate of smr reverse prosthesis due to loosening is 0.09%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is the final MDR.

Event description:
Description shoulder smr revision surgery performed on (B)(6) 2022 due to loosening of the 3rd party glenoid implant implanted on (B)(6) 2021 revision surgery and its use identified as reported in lima complaint 20230065 below. Components explanted: smr humeral extension + 9 mm, commercial code #135215001 - lot #1800447 - ster. #1800062 smr reverse liner +6 mm, commercial code #136050820 - lot #20at4v1 - ster. #2100128 patient medical history - patient has a history of left shoulder rotator cuff arthropathy. (B)(6) 2021 shoulder surgery due to cuff failure. (B)(6) 2021 shoulder revision surgery performed for loosening. This event was registered as limacorporate complaint 20230065 and reported to FDA as MFR #3008021110-2023-00026. (B)(6) 2021 shoulder revision surgery, due to loosening. (Object of this report). (B)(6) 2021 surgery: left shoulder evacuation of hematoma and irrigation and debridement followed by wound closure. (Not reportable) patient - female. Birth date - 07-june-1947. Event happened in u.s.